Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvfb1d4 defibrillator and 6935m62 lead, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller exhibited power switching from the second port to the first port with two green battery status lights remaining on the second port. It was also reported that the controller reports twenty-five percent power remaining after reporting twenty-four percent power remaining. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. The log files of the controller revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis did not reveal any premature power switching events within the analyzed period. As a result, the reported "power switching" event could not be confirmed. Additionally, the controller log files revealed several instances in which a battery that had depleted to 24% would increase to 25% after the controller switched to the secondary power source. The slight increase in capacity is likely the result of the controller normally switching to the secondary power source after the primary power source depletes below 25%, which decreases the load on the battery. The battery capacity display on the controller and battery is intended to light two (2) led indicators for capacities between 25-49% and one (1) led indicator for capacities below 25%. As a result, the reported event regarding the controller battery capacity indicators was confirmed. Based on the available information; a possible root cause of the reported increase in led lights on the controller can be attributed to a battery going from 24% to 25% capacity after the controller switched to the secondary power source. If information is provided in the future, a supplemental report will be issued.